Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular and right atrial lead exhibited noise. It was noted that noise reversion episodes were noted despite programming changes. The leads were explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead with the distal portion measuring 48.0 cm was returned for analysis. External insulation abrasion breaching the outer insulation at the proximal region was noted at 42.5-43.0 cm from the distal tip consistent with lead friction to the device can.